Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2015 noted that the patient experienced a urinary tract infection post procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.